Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident hemispherical cluster 56mm, cat#502-01-56f, lot#unknown. 6.5 cancellous bone screw 35mm, cat#2030-6535-1, lot#unknown. 6.5 cancellous bone screw 30mm, cat#2030-6530-1, lot#unknown. Alumina v40-femoral head 32mm, +0mm nk, cat#6565-0-132, lot#unknown. Unknown_size 6 tmzf stem, cat#unk, lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As per review of medical records: "the patient was subsequently readmitted on (B)(6) 2007 for an I & d of the right hip with cultures due to a painful, swollen right hip." This pi is for I&d.

Manufacturer narrative:
An event regarding infection involving an unknown trident liner was reported. The event was confirmed by clinicians review. Method & results: product evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned for analysis as it remains implanted. Clinician review: a review of the provided medical records by a clinical consultant revealed: "on (B)(6) 2007 he underwent a right total hip arthroplasty. The patient was subsequently readmitted on (B)(6) 2007 for an I & d of the right hip with cultures due to a painful, swollen right hip. The operative report describes spinal anesthesia and evacuation of a hematoma and irrigation. At the time there was no evidence of "component malfunction". On (B)(6) 2007 the patient complained of pain and stiffness of the right hip, but was discharged home with a walker." Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event was confirmed as per clinicians review. A reviewed of provided medical records by consultant clinician revealed that, "on (B)(6) 2007 he underwent a right total hip arthroplasty. The patient was subsequently readmitted on (B)(6) 2007 for an I & d of the right hip with cultures due to a painful, swollen right hip. The operative report describes spinal anesthesia and evacuation of a hematoma and irrigation. In this case of subclinical infection of the right total hip arthroplasty initially treated with I&d early post-operative primary surgery and later with a positive gram stain at revision, pain appeared related to trochanteric bursitis, acetabular impingement, and possible infection. Repositioning the acetabular component into anteversion apparently resolved the impingement problems and also the possible iliopsoas tendinitis. No examination of the explanted components is available. Black markings described on the alumina head are consistent with repeated subluxations. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." No further investigation for this event is possible. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per review of medical records: "the patient was subsequently readmitted on (B)(6) 2007 for an I & d of the right hip with cultures due to a painful, swollen right hip." This pi is for I&d.